Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct d9 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue of the light guide lens was peeled off and the lens was dropped because of user handling, such as external stress by impact to the distal end or chemical attack by repeated or inappropriate reprocessing. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: - "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." - "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. - "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the missing lens, service found the insertion tube was buckled, confirming the customer's reported issue. The device evaluation also found the rubber bending section of the insertion tube was damaged. The light guide (lg) lens was observed to be broken, and the universal tube coating was deteriorated. Switch #1 was damaged and not functioning. Corrosion was observed at the electric connector and the angulation function in the up direction was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the evis lucera bronchovideoscope insertion section was observed to be ¿crumpled¿. The procedure was not delayed and there was no patient impact due to the issue. The device was returned to an olympus service center for evaluation. The evaluation found that the light lens had detached and was missing. This report is being submitted for the reportable malfunction of the detached/missing light lens. There was no patient harm or user injury reported due to this event.